Event description:
Additional information: when asked if the patient was still actively using the pump and if it was still operational, the reporter said "no". When asked when the pump stopped working, the reporter said when the patient became paralyzed in 2002, a year after the pump implant. It was further reported that the patient stopped using the pump in 2002. The reporter had not called the manufacturer previously. When asked if the patient had an accident or was the paralysis the result of the device, the reporter stated "we don't know", but it was later reported that the patient was not in some type of accident. It was reported that the patient had pains in her ankles and four hours later, she was paralyzed. The reporter did not know what medication was in the pump at that time. The reporter also did not know if tests were performed to determine the cause of the myelitis. The reporter was directed to follow up with the implanting physician and to keep the manufacturer updated. Follow-up correspondence was sent to the implanting physician, but no additional information has been received at the date of this report.

Event description:
It was reported that a patient with an implantable pump experienced paralysis. Ten years ago, the patient experienced pain in her ankles and then became paralyzed. The patient stopped using the pump when this occurred. The patient "has seen other physicians to try and determine the cause of paralysis and was told that it might be transfer myelitis, but was not sure." The drug used was unknown. More information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot # j0056605r, implanted: (B)(6) 2001, product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).